Manufacturer narrative:
H3: the device was returned in a double resealable bag. Upon receipt, the device was in three pieces. Traces of contamination were observed on the outer tube, and traces of black and white residue were observed on the inner shaft. The diamond tip was broken off, and the proximal end of the inner assembly was detached from the outer assembly. The distal outside diameter of the inner hub was found to be deformed. The distal outside diameter of the hub shall measure 0.330 ± 0.002 inches; however, the measured value was 0.359 inches, which was out of specification. Functional testing could not be performed due to the damaged condition of the device upon receipt. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during ess, the bur could not be removed. A spare product was used to complete the procedure. There was delay in the procedure. There was no patient injury.